Manufacturer narrative:
The customer identified a maintenance issue with their water purification system (the filters had not been changed). The issue was resolved by customer maintenance. Qc was acceptable and the customer has had no further issues. The investigation determined the event was consistent with a water contamination issue.

Manufacturer narrative:
The reagent lot number is 800326. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 6 patient samples on a cobas pure c 303 analytical unit compared to an alinity analyzer. For sample 1, the result from the c303 analyzer was 80 umol/l. The result from the alinity analyzer was 62 umol/l. For sample 2, the result from the c303 analyzer was 81 umol/l. The result from the alinity analyzer was 63 umol/l. For sample 3, the result from the c303 analyzer was 91 umol/l. The result from the alinity analyzer was 73 umol/l. For sample 4, the result from the c303 analyzer was 97 umol/l. The result from the alinity analyzer was 80 umol/l. For sample 5, the result from the c303 analyzer was 97 umol/l. The result from the alinity analyzer was 79 umol/l. For sample 6, the result from the c303 analyzer was 85 umol/l. The result from the alinity analyzer was 68 umol/l.